Event description:
The customer reported that during operating room preparation, they were not able to lock the rotational position of the ort300 removable operating room table. There was no patient involvement. An alternate ort300 removable operating room table was utilized in the subsequent procedure.

Manufacturer narrative:
An imris serivce engineer assessed the operating room table at the customer site on (B)(6) 2024 and determined the acutator component within the table's rotational locking mechanism caused the malfunction. The service engineer removed and replaced the actuator component and functionally tested the table after the repair. Internal corrective action is in process to further address this issue.